Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that at a recent follow up there was aneurysm expansion was confirmed during follow-up and there was an endoleak coming from the 23 mm endurant main body. The endoleak originated from a pinhole, type iii fabric endoleak. An angiogram showed significant amount of leak (type iii fabric). An endurant aui 23x14x102 was implanted and the angiogram showed that the endoleak was not resolved; however, it was determined to be a type IV endoleak. A 16mm iliac plug was implanted in the type iii endoleak site and a 10mm iliac plug was implanted in the reia. Final angiogram was not performed. It was noted that the patient is taking anticoagulation medication. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
Review of CT¿s from 3+ years post-implant confirmed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The infrarenal neck and bifurcate aortic body were angulated 65 deg maximum to the iliac limbs. The bifurcate ipsilateral limb was on the right side and an extension was placed into the right common iliac artery, and the contrateral limb was placed into the left common iliac artery. The maximum diameter aaa measured approximately 7.6cm. Contrast was seen outside the right/ipsi limb beginning just distal to the level of the flow divider, at the top of the sac, and appeared to originate near to the take-off of the ipsi limb where it acutely articulates. There is also calcification seen along the postero-right wall of the aorta near the location of the endoleak. This appears to be most likely to be a type iii fabric endoleak. Both limbs were patent and no other obvious stent graft issues were seen. The exact cause of the aneurysm expansion could not be determined from the films provided. Angio images which reported a type iii fabric endoleak, and films during and post-intervention which reported a type IV endoleak, were not available for review. The CT¿s provided showed what appeared most likely to be a type iii fabric endoleak which may have contributed to the aaa expansion. Other than the acutely angulated ipsi limb and localized calcification, which may have contributed to fabric abrasion, analysis of the returned films did not reveal any clear stent graft issues that could help explain the observed endoleak. The patient¿s anticoagulation medication may have also contributed to the endoleak and aaa expansion.